Event description:
During review of the patient's programming history, it was noted that a faulted system diagnostic test was performed on (B)(6) 2011. A final interrogation was not performed after this test, and the patient was observed to be at different settings upon initial interrogation at the next visit of (B)(6) 2011.

Manufacturer narrative:
Analysis of programming history.